Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebv0674 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that resistance was met during guide wire delivery after the introducer needle was entered in the process of PICC placement using the seldingers technique for a patient. Therefore, the guide wire was removed and barb was found with the proximal end. It was planned to re-deliver the guide wire after trimming. However, given the safety and the possibility that the trimmed guide wire may damage the blood vessel, a new mst guide wire was used and successfully delivered.